Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set, during an hta procedure, the tubing was faulty. There were no complications or treatment noted.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.